Manufacturer narrative:
The rotaflow console(rfc)was requested and returned to rastatt for investigation. The rfc was thoroughly investigated where the rfc was tested in conjunction with an hl20 device under several conditions. However, the reported error message ("stop") could not be reproduced. It was concluded that the rfc could be re-used as no fault could be found with the component. This follow up report will also serve as the final report for this reported complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR report # 8010762-2015-00451.

Event description:
It was reported that when running all pump heads of a hl20 5 pump console the rotaflow displays the alarm "stop." (B)(4). (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The investigation of the reported problem is still pending. A supplemental- medwatch will be submitted when additional information becomes available.